Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 implantable pacing lead (B)(6) 2002; d334drg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed bacteremia from an unknown source. The implantable cardioverter defibrillator (ICD) and two leads were removed. No further patient complications have been reported as a result of this event.